Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test and no excessive no delivery alarm noted. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. During visual inspection, no broken off piece noted on the pump case.

Event description:
Customer reported via phone call that pieces were breaking off from reservoir compartment. Customer reported that blood glucose was 550 mg/dl. Customer reported that damage was due to wear and tear. Customer was advised that insulin pump would need to be replaced.